Event description:
It was reported that the distal end of the gastrointestinal videoscope was burned by an electrocautery knife. The issue was identified during a therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects on nozzle and c-cover have a burn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the burn on distal and c-cover, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. For the foreign objects a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.